Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). Updated postal code e1=to 01022 from 1022. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the abbott field service engineer (fse) resolved the issue by adjusting the mixer positions and calibrating the sample and r1 pipettors. No additional discrepant result issues have been reported since the service activity was completed. The following parts were determined to be the likely cause of the issue: mixer assy, complete, o.w. (Rohs), pipettor, sample complete, pipettor, reagent #1, assembly, c8 (rohs) which resolved the issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of historical data revealed no trends, systemic issues, or related nonconformances the architect system operations manual provides instructions for troubleshooting erratic/discrepant results. The architect c8000 system service and support manual provides instructions for aligning the mixers, sample pipettor and r1 reagent pipettor. A review of tracking and trending of the architect (B)(6) processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the mixer assy, complete, o.w. (Rohs), pipettor, sample complete, pipettor, reagent #1, assembly, c8 (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000, sn (B)(6), or the mixer assy, complete, o.w. (Rohs), pipettor, sample complete, pipettor, reagent #1, assembly, c8 (rohs).

Event description:
The customer observed falsely elevated calcium results on architect c8000 processing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) initial= 9.7 mg/dl /repeated on (B)(6) 2023=17.1 mg/dl. On (B)(6) 2023 sid (B)(6) initial=18 mg/dl /repeated on (B)(6) 2023=9.3 mg/dl. The precision study performed for troubleshooting purpose and those results not used for patient management. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated calcium results on architect c8000 processing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) initial= 9.7 mg/dl /repeated on (B)(6) 2023=17.1 mg/dl on (B)(6) 2023 sid (B)(6) initial=18 mg/dl /repeated on (B)(6) 2023=9.3 mg/dl the precision study performed for troubleshooting purpose and those results not used for patient management. There was no reported impact to patient management.